Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump experiencing a malfunction on channel b when trying to load the tube. There was no report of when, or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. This device is a unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Evaluation summary: the customer reported problem of " ch b giving a failure. Happens when you press open and try to load tubing then it states ch failure" was not confirmed or reproduced. Upon further review by baxter quality engineering, failure 812:02 on channel b was identified in the event history prior to service, therefore this will be captured as the adpc. The cause of this condition was determined to be a faulty pump head module (phm) -channel b. The phm- channel b was replaced to resolve the problem.